Event description:
Admission date with admitting diagnoses of: alcohol liver disease, acute renal failure, altered mental status, and fever of unk source. The flexi-seal fms was placed five days later. The nurses reported that, it came out twice and had to be replaced. Per facility policy, the device was deflated per day. Three days later the pt started having a gi bleed, which continued into the next day. The pt required multiple blood products. The pt underwent a colonoscopy, which revealed an ulcer. He then went to interventional radiology for embolization of the bleed. Pt did pass away two days later but secondary to his liver failure. Limited medication history was available, as clinician advised that lactulose was give for the high ammonima which was the reason for the diarrhea.